Manufacturer narrative:
(B)(4). Several attempts have been made to get add'l info about the device and to obtain the device for failure investigation. Although the device is expected to be returned, it has not yet been received. A follow up report will be submitted should we receive the device or add'l info is obtained.

Event description:
Customer reported that a small hole was found during priming which allowed air to enter the system. She removed the tubing from the pump module and could smell the tpn. The "stretchy" tubing had a pin size hole close to the junction with the plastic portion at the distal end of the pump segment. There was no report of pt injury or medical intervention.